Event description:
The following was reported by the pt's attorney: on (B)(6) 2008 - pt was implanted with multiple pelvic devices including a bard sepra mesh ip. Attorney alleges pain, "pain and suffering", permanent injury, additional surgery, defective mesh.

Manufacturer narrative:
We have contacted the initial report to request additional information and if available, to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records or product identifiers have not been provided. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.